Manufacturer narrative:
The index procedure was an emergent case due to unstable angina pectoris (uap). The target lesion was the om branch. The lesion was reported to be: de novo, eccentric, 15.4 mm in length, vessel diameter of 2.1 mm, and type b2. The lesion was pre-dilated with a 2.75 x 15 mm balloon at 12atm for 20 seconds. An express 2.5 x 12 mm bare metal stent (bms) was implanted in the lesion at 12 atm for 60 sec.a cypher 2.5x18mm stent was implanted proximal to the bms at 18 atm for 60 sec in overlapping fashion. The stents were not post-dilated. Ivus was done. The residual stenosis was 16%. The flow pre and post-procedure was timi 3. An act was measured but not reported. Please note that device is distributed outside of the united states, however it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that approximately thirty-one (31) months after the index procedure the pt complained of chest pain and was admitted to the hospital emergently. The hospital was not the same hospital where the pt had the index procedure. Coronary angiography was done and revealed thrombus in the previously implanted cypher 2.5x18mm stent. The stent was implanted in the obtuse marginal (om) branch. Thrombus was also observed in the mid/distal left anterior descending (lad) coronary artery. The mid/distal lad lesion was a restenosis as it was previously treated by balloon angioplasty. The very late thrombosis (vlt) of the cypher stent was treated by balloon angioplasty. The thrombosis of the mid/distal lad was treated by aspiration of the thrombus. The pt was reported to have recovered and was discharged five (5) days after the procedure. The physician's comment regarding the possible cause of the thrombotic event was that it might have been due to the pt being dehydrated due to a hot day.